Manufacturer narrative:
The evaluation associated with this report was provided to the u.s. FDA in a letter dated 11/09/2011 in response to an additional information request. This is a follow up to the user facility report submitted and received by masimo. (B)(4).

Event description:
"Staff noted issues with oxygen saturation (spo2) tracing and removed the pulse oximetry probe and noted that the sensor was separating from the adhesive. What was the original intended procedure? Monitoring of patient oxygen saturation.